Event description:
Contacted regarding an elevated troponin (accu tnl) result from a single patient that was generated by the access 2 instrument. The elevated accu tnl result from sample a was 4.03ng/ml. The customer collected a new sample (b) from the patient and tested for accu tnl. The accu tnl result was 0.14ng/ml. The customer then retested sample a and sample b for accu tnl. The repeated accu tnl result was 4.00ng/ml for sample a and 0.24ng/ml for sample b. No information was provided which results were reported out of the lab. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.